Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a subacromial decompression/shoulder scope "shedding" was encountered. Another blade was used to complete the procedure. The site was rinsed and irrigated throughout the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture.